Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1tb8r serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) , ubd: 25-jul-2022, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they did not have any problems at all but gradually their symptoms came back and they are wearing 2 pads, having accidents in the living and in the bathroom because the urge to go and going happened simultaneously. If they turned it up it feels weird. Pt said their ins was more than 5 years old and they no longer had their intersim doctor's contact information. Offered physician listings, offered to assist the patient to use their equipment to make a therapy adjustment and the patient was successful to change programs and increase confirming comfortable sensation. The patient confirmed they did not see the low ins battery icon. Reviewed interstim information, offered and sent quick guide. Redirected to the hcp once the patient found a doctor. Patient will maintain stimulation level and will continue to track symptoms. On 2025-feb-17 additional information was received from a healthcare professional (hcp). The hcp reported that the device was returned for disposal only. It was noted that the patient had an explant and reimplantation of the device. The cause of the removal was unknown. The issue had been resolved.

Manufacturer narrative:
H3 analysis of the ins (B)(6) revealed the returned ins passed all testing in the laboratory and no anomalies were identified. The returned device was received a por during check-in, patient setting were unavailable. Telemetry was successfully established with returned ins. Good stable output was observed using electrode pairs ins had when received. Good stable output was observed using all electrode pairs with returned ins. H3 analysis of the returned lead va1tb8r revealed the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.